Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels. It was stated that the customer experienced high blood glucose levels due to an infection in her arm, after having surgery. It was also stated that the insulin pump alarmed motor error. The son stated that battery cap was misplaced, therefore no troubleshooting was done.